Event description:
It was reported that after the package of the catheter was opened, suspected silicon particles were found in the strain relief. No other information provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed the connector pieces were returned not assembled. No obvious evidence of use was observed on the returned sample. The distal nxt connector piece within the kit was dissected, and microscopic observation revealed a clear, smooth, and elastic piece of material within the compression sleeve. The material appears to be excess silicone from the overmolding process. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq2806 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the package of the catheter was opened, suspected silicon particles were found in the strain relief. No other information provided.